Event description:
It was reported that on (B)(6) 2011 the patient experienced fatigue and weakness. The atrial lead exhibited loss of capture and sensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.